Manufacturer narrative:
Visual inspection confirmed the reported complaint. The device was broken at the first bend of the distal tip. The cuff stitch shaft was measured and it was verified that the remaining section was within specification tolerance. An additional high magnification visual inspection of breakage point on cuff stitch shaft showed no evidence of abnormal twisting/bend at fracture point. With reusable devices, no determination regarding the number of procedural utilizations can be inferred. As such, no root cause can be identified. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device broke during a shoulder arthroscopy. The broken piece was removed from the surgical site and the procedure was successfully completed using another device. No patient injury or other complications were reported.